Event description:
The customer's complaint is confirmed. Visual inspection of the device reveals that most of the ribbon was fractured off and not received for analysis, but approximately .003" of the ribbon transition area remains. The ribbon thickness is approximately 0.002" at the fracture point, which is outside of drawing specifications. A kink was noted at approximately 6mm from the proximal end of the wire. The proximal fracture site portion was submitted to the sem lab for analysis. Analysis indicated evidence of equiaxed dimple ruptures indicative of a tensile overload. The sem lab results were reviewed by a materialograghy expert. The results indicate that the fracture initiated on the wire exterior surface in the stamped/unstamped transition area. Fatigue crack propagation occurred in the lower right quadrant of the proximal fracture surface with approximately 25% of the ramaining section of the ribbon transition area separated due to fatigue. Fatigue was followed by a ductile tensile overload for the remainder of the fracture surface. Despite evidence of smeared metal on the proximal fracture surface, the fatigue zone could be differentiated from the tensile overload zone. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepencies wer found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The failure is attributed to method of use. The dfu cautions: "do not torque advance or withdraw the guide wire if significant resistance is felt. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the wire tip. Torquing, advancing or withdrawing a guide wire against significant resistance may cause vessel damage, guide wire damage and/or guide wire tip separation."

Event description:
It was reported that during a ptca/stenting treatment procedure, the pt2 light support guidewire fractured resulting in the wire tip being retained in the pt's body. The lesion being treated was calcified and 90% stenotic. The physician initially performed rotablation therapy in the left anterior descending and 1st diagonal branch coronary arteries. Subsequently, a cypher stent was successfully deployed in the lad. The physician then inserted the pt2 light support guidewire into the 1st diagonal branch through the strut of the cypher stent which had been placed in the lad. The guidewire tip was noted to have kinked. The kinked guidewire was inserted into the 1st diagonal branch coronary artery and kissing balloon inflations were performed in the lad and 1st diagonal coronary arteries. Post inflation angiography revealed that the guidewire tip remained in the distal 1st diagonal branch coronary artery. The pt was asymptomatic during this event, therefore retrieval of the guidewire tip was not attempted. The procedure was successfully completed. Current pt status is reported as good.